Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under all of the button contacts. This report is made based on results of investigation completed on 11/04/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings: the keypad was torn and contamination was found under all of the button contacts when investigated. The contrast button was unresponsive and when the keypad was removed it was found that the contrast button contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.